Manufacturer narrative:
(B)(4). The customer returned one, two-lumen PICC catheter and a syringe for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis of the catheter did not reveal any obvious defects. After the catheter failed functional testing , the location of the leak was microscopically examined. A small hole was discovered on the juncture hub of the catheter. The hole was located directly on the molding seam and was adjacent to the bottom of the suture wing on that side of the juncture hub. Additionally, the edges of the hole were folded over each other which indicates that faulty molding likely caused or contributed to this event. The catheter was leak tested by occluding the distal end and injecting water through the extension lines using a 10ml hand syringe. When the proximal extension line was pressurized, water was observed leaking from the hole in the juncture hub. Manufacturing was contacted to determine a potential root cause for the leak observed. The feedback indicated that the hole/leak was a manufacturing related issue referred to as incomplete molding. A device history record review was performed, and no relevant findings were identified. The customer report of a leak in the catheter juncture hub was confirmed through functional testing of the returned sample. A leak was observed coming from the juncture hub when the proximal extension line was pressurized with water. Microscopic examination of the location revealed a small hole present on the juncture hub of the catheter. The hole was at the base of a molding seam adjacent to the bottom of the suture wing on the side of the juncture hub. Manufacturing indicated the hole/leak was due to a manufacturing issue referred to as incomplete molding. Based on the sample returned and manufacturing feedback, the probable root cause of this issue is manufacturing-molding related. A CAPA was initiated to further address this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the juncture hub leaked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the juncture hub leaked during use.